Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic, the right ventricular lead exhibited oversensing. The patient just had an upgrade, and the old pace/sense lead is being used for sensing, which may be bumping up against the new ICD lead (which is only in for shocking purposes). The lead was capped on (B)(6) 2016.